Event description:
Either the opening at the distal end of the catheter is too small, or the guidewire is unraveling/frayed. The team did not keep an example. The catheter won't thread all the way down the guidewire, and the guidewire cannot be removed from the patient once the catheter is positioned.